Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient began seeing symptoms return and they sought help from their healthcare provider. An impedance check and a battery check were performed in (B)(6) 2019, the impedance check was found to be suspect and the battery life was depleted. Programs were changed and stimulation level was increased to no avail. There were no patient factors/contributing factors reported. The patient had their system replaced and it was reported that the issues were resolved at the time of the report. No further complications were reported or anticipated.